Event description:
The customer reported to philips that when they performed the user initiated operational check the device displayed the shock equip malfunction inop and a 'charge/shock failure message'.

Manufacturer narrative:
(B)(4). The customer reported to philips that when they performed the user initiated operational check the device displayed the shock equip malfunction inop and a 'charge/shock failure message'. Philips confirmed that the operational check had been run correctly. This was reported as a user initiated operational check failure. There was no pt involvement. Philips evaluated the device and could not recreate the reported symptom. The device passed all testing. At the discretion of philips, the therapy pca was replaced. Based on the customer's report, we are considering this a malfunction. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.